Event description:
It was reported that during the stent deployment of a xience v stent in a mid left anterior descending artery (mlad), there was plaque shift occurrence requiring percutaneous transluminal angioplasty of the second diagonal artery as treatment. There were elevated cardiac enzymes of less then three times the upper normal limit. The plaque shift resolved without further patient effects on (B)(6) 2014. There was no myocardial infarction reported. The patient was discharged home on (B)(6) 2014. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2014: ck-mb=6.1 ng/ml, normal upper limit 5.0; (B)(6) 2014: ck=225 u/l, normal upper limit 200; (B)(6) 2014: ck-mb=14.0 ng/ml, normal upper limit 5.0. There was no reported device malfunction and the product was not returned. The lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Review of the complaint history of the reported lot was not performed because the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.